Event description:
The customer stated the time and date on her meter were not correct, and her meter was reading low. While setting the time and date, it was discovered the meter was set in mmoi/l. The customer did not adjust medication or allege any adverse events due to the readings. She was not able to reset the meter to mg/dl, so the meter was to be returned for evaluation, and a replacement meter will be sent.